Event description:
It was reported that the patient fell and he subsequently felt as though the pump had stopped working and was not helping with his pain. It was indicated that it did feel like it had started to work again. It was unclear if this was related to the fall. Eight days later, it was reported that the patient had increased pain after falling onto the pump. There was no indication in the logs that the pump had stopped working or resumed function. At the time of report, the patient was doing fine. The device system was used to deliver morphine.

Manufacturer narrative:
Concomitant products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).